Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for far-field sensing the atrial pace in the ventricle. This caused inhibition of pacing. Reprogramming did not correct the issue. The device was explanted and replaced with a competitor's product.